Event description:
It was reported that during a colon procedure, there were difficulties opening the device. The device was loaded and opened. The surgeon closed the device to staple, but it did not staple. Then it was impossible to reopen the device with the handle. It was necessary to open it manually. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/30/2009. Info anticipated, but unavailable at this time.